Event description:
Customer reported a motor error alarm following a low battery alarm. Customer stated that she changes the battery every other day as the battery life is not as long as it should be. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. The blood glucose reading was 258 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. No motor error alarm was noted. No unexpected low battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.